Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transcutaneous vertebral body formation/transcutaneous posterior fusion for osteoporotic vertebral fracture. It was reported that during cement filling of the cement screw; cement leaked to the screw head. Because cement leaked to the screw head, the cement delivery guide tip was retained. The planned percutaneous surgery ended up not being entirely percutaneous, resulting in a significantly larger incision being made. There was a delay of greater than 60 minutes in the overall procedure time. A total of 8 screws were used in the fixed range th11/l3. Only the right side of l2 leaked cement on the screw head side. The guide tip could be removed, but after inserting the rod, the set screw could not be inserted on the right side of l2. For the right side of l2, the set screw installation was abandoned. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B2: other - the planned percutaneous surgery ended up not being entirely percutaneous, resulting in a significantly larger incision being made. There was a delay of greater than 60 minutes in the overall procedure time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # 6550202, lot # k25b6022 - visual inspection confirmed the fns tip has dried cement that has leaked on the outside. The tip also appears to be damaged from the removal process. The leakage likely resulted from a failed attempt to deliver the cement into the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.